Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited high pacing impedance measurements and the helix of the rv lead was not deployed. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.